Event description:
A flow diverter stent was successfully implanted to treat an unruptured left carotid cavernous segment aneurysm. One day post procedure an MRI discovered multiple ischemic lesions. Imaging found that the stent was permeable with no evidence of thrombus, as the etiology of these emboli were unclear, the physician decided to treat with intravenous heparin. Two days post-procedure, a large subdural hematoma (sdh) appeared. In less than one hour after clinical onset, the patient underwent a decompressive surgery for the sdh. However, the patient's condition did not improve and the patient died four days following the procedure. The cause of ischemic lesions is unknown.

Manufacturer narrative:
Device not returned.